Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(6).

Event description:
It was reported the device displayed a speaker malfunction error. It is asked but unknown if sound was still coming from the device. The device was not in clinical use. There was no report of patient or user harm.